Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(6) 2022. After working out the college student had sensor error messages. After he removed the sensor pod from his arm, no sensor wire was visible. Although he did not report having pain, he could feel it. The event occurred during finals, and several days later he went to urgent care where the wire was visible in the arm on x-ray. The medical doctor removed the wire using local anesthetic and placed steri-strips to close the wound. The area healed without issue and the patient was in good condition after the event. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a missing sensor wire that was reported to be detached and retained in the patient's skin. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.